Event description:
It has been reported to philips that both the c-arm and table failed to move. There was no reported patient or user harm. The customer reported that they were able to resolve the issue. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that c-arm and table failed to move. Review of the system log file showed that startup problem. The system was rebooted by the customer and system worked fine after the customer restarted it. During onsite troubleshooting, the philips field service engineer was unable to confirm the reported issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.